Manufacturer narrative:
Upon further investigation, this case was created for the purposes of scheduling a preventative maintenance visit, there were no errors or alarms on the device. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported an unknown malfunction. The unit was not in use, and there was no patient or user harm reported.